Manufacturer narrative:
510k: this report is for an unknown 14mm 2.7 metaphyseal screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original open reduction internal fixation ankle procedure, one of screw head popped off while inserting with the screwdriver. The 14 mm 2.7 metaphyseal screw broke into two pieces ¿ head and shaft. Fragments were generated. The shaft of screw is still implanted in patient; the surgeon did not retrieve it. The screw head was easily retrieved. Another screw was implanted in different hole in the plate and the surgery was completed successfully without any delay. The patient was reported as stable post-operatively. Concomitant medical products: 2.7 / 3.5 va-lcp distal fibula plate 11 hole right (part unknown, lot unknown, quantity 1); screwdriver (part unknown, lot unknown, quantity 1). This report is for an unknown 14mm 2.7 metaphyseal screw. This is report 1 of 1 for (B)(4).